Event description:
Caller reported that t:slim x2 pump battery would not charge, and pump screen was unresponsive. There was no adverse impact to the customer¿s blood glucose level. Customer attempted charging using tandem equipment for at least 30 minutes and resolved issue using different charging supplies, leading to pump beginning to charge without further assistance needed.